Event description:
General report of unknown number of undocumented incidences involving disconnecting IV sets. Reported tubings sporadically disconnecting and the locks unscrewing when anesthesia pushes medications for surgery. This leads to uncertainty of how much drug is actually delivered to the pt. Drugs given include zantac and versed. No pt harm reported.

Manufacturer narrative:
Received 2 sealed sets and 2 medex stopcocks. Fit testing of the distal and male adapter of the sets and female adapter of the stopcocks was performed. All sets had standard luer taper gauges and were in-round per a.n.s.I standards. Functional testing by correctly attaching a stopcock to the distal end male adpater on each est to the distal end male adapter on each set revealed very secure connections.